Manufacturer narrative:
This report is submitted on (B)(6) 2017, (B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was subsequently treated with a topical antibiotic (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2017, the patient underwent revision surgery to debride the skin and closed the wound of the infected site. The implanted device remains.